Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested as abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and treated with vancomycin (dose and frequency unknown, route not reported) for peritonitis. Five days later, the patient was discharged from the hospital. The treatment with vancomycin was ongoing. The cause of peritonitis was unknown. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.